Event description:
During review of a literature article involving da vinci-assisted robotic procedures titled, ¿feasibility and safety of the da vinci xi surgical robot for transoral robotic surgery¿ the following event was reported: a 73 year-old male patient who underwent a da vinci si assisted transoral robotic surgery (tors) procedure on an unspecified date between september 2019 and june 2020 was readmitted 2 weeks after discharge. The patient had a unilateral p16+, t1n2a tonsil mass and underwent a partial pharyngectomy with unilateral modified radical neck dissection. The patient was discharged on post-operative day seven. Two weeks later, the patient was presented to the emergency room with parotitis and mild dehydration which was treated successfully with antibiotics and intravenous fluids. There was no report of a malfunction of a da vinci system, instrument, or accessory in the article.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that a da vinci product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. This medwatch report (patient identifier #(B)(6)) is being submitted for the post-operative readmission of a 73-year-old male. A separate medwatch with patient identifier #714909 is being submitted for the reported post-operative bleeding of a 75 year-old male mentioned in the same article. Article citation: olson b, cahill e, imanguli m. Feasibility and safety of the da vinci xi surgical robot for transoral robotic surgery. Journal of robotic surgery 16-aug-2022. Available at: https://doi.org/10.1007/s11701-022-01449-y.